Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the during procedure and while laser was firing on the patient left eye the chair suddenly and unexpectedly, slid away from the patient. Surgeon grasped for the gantry which jolted the device and patient about a quarter into the raster. Suction was not lost but there was an irregular pattern to the raster. He stopped the treatment around the central cornea. Surgeon elected to abort the left eye and convert the patient to photorefractive keratectomy in (B)(6) 2017. Patient was a significant squeezer with challenging anatomy. Right eye was completed without issue.

Manufacturer narrative:
Was re-written to provide clarification on the event as follows: it was reported that the during procedure and while laser was firing on the patient left eye the chair in which the surgeon was sitting suddenly and unexpectedly, slid away from the patient. The surgeon grasped for the laser system gantry which then jolted both, the laser and the patient, when the laser was firing about a quarter into the raster. Suction was not lost but there was an irregular pattern to the raster. He stopped the treatment around the central cornea. Surgeon elected to abort the left eye and converted the patient to photorefractive keratectomy in (B)(6) 2017. Patient was a significant squeezer with challenging anatomy. Right eye was completed without issue. Brand name - the correct brand name of the product is star. Device evaluation a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Based on the investigation a mechanical shock problem was found. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.